Event description:
The manufacturer received information alleging a ventilator screen turned red and unit started alarming "ventilator inoperable" alarm cannot be cleared. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.